Event description:
We received a report that during implantation of an intraocular lens (iol) in the patient's left eye, a posterior capsular tear was noted which required removal and replacement of the existing lens. An incision enlargement was made and a vitrectomy was performed.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed the lens was torn, had one broken haptic and appears to have evidence of viscoelastic on it. The condition of the returned device is consistent with one that has been explanted. All pertinent information available to the manufacturer has been submitted.